Event description:
The customer reported the table locked up and displayed communication errors. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator interface, tgi, and morton are suspected to be faulty. The customer chose to refuse service and repair the system themselves.